Event description:
Will not power off. On 11/09/2023 infutronix received a report of a pump that, "beeps upstream occlusion and then pump completely shuts off on own". The pump's event log was pulled and reviewed, and both constant upstream occlusion and abrupt power offs were observed. The pump will be pushed to CAPA #it2021-13 and CAPA #it2023-15 for further investigation.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Event log was reviewed and confirms the abrupt loss of power and the constant upstream occlusions.